Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred during a bolus delivery and the pump stopped all insulin delivery. It was also reported that the customer experienced an elevated blood glucose (bg) level of 338 (mg/dl). An injection was delivered to address bg levels. During system check for elevated bg levels, it was recommended that the customer change their infusion site. It was indicated that the current pump and/or injections would be used for diabetes management.

Manufacturer narrative:
Malfunction that occurred during bolus delivery was confirmed.